Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred post-operatively of laparoscopic sleeve gastrectomy procedure. The patient was operated on with the reload during which there seemed to be no malfunctions. However, the patient was complaining of pain. The surgeon re-operated because a fistula had been found due to the staples opening up. The event lead to an extension in patient hospitalization. Patient has no injury.